Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of two reports (3007042319-2015-03484) submitted for devices related to the same event.

Event description:
It was stated by the site that the patient could name the two batteries that are switching from one port to another port. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Catalog # (1650de). It was further reported that the batteries capacities were at 25% when the event occurred. There was no impact to the patient as a result of the issue. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. No failures were detected. Therefore, the exact root cause of the issue could not be determined. *this is report one of two reports (3007042319-2015-03483, 03484) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.